Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified that the device is worn from use at the threads, body, and drive feature with some debris noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. The lot number associated with the device was not made available. Therefore, a complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances / CAPA / hhe / d / ie/product holds for the reported device. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16; torque matrix - internal connection; page d. Complaint stated that tooth site #18 screw was loose and was replaced with one from stock. Functional testing can not be performed on loosening because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening. No x-rays or images were provided to review. It is noted that the patient has a history of bruxism. The reported event is non-verifiable based on available information. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes.'

Manufacturer narrative:
(B)(4).

Event description:
It is indicated that the abutment screw (iunihg) in site #18 was loose. The screw was replaced with a screw from doctor's stock.